Event description:
It was reported to philips that the system gave an alert indicating "generator is busy starting up, no x-ray possible". Which prevented imaging. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the procedure was completed successfully by restarting the system. The philips remote service engineer (rse) confirmed through error logs that an electrical failure caused a delay in generator startup, which prevented x-ray operation. After restarting the system, the rse monitored its performance and confirmed that the issue did not recur. A review of the system logfiles confirmed that generator startup delay was caused by a dip in the hospital¿s main power supply. The system was confirmed to meet specifications and returned to use. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the azurion or allura device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion or allura system, this event would not be reportable. The codes were updated based on the investigation outcome.